Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the array was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some electrical tests from being performed. The device passed the electrical tests performed. The device failed the residual gas analysis test. The reported complaint of sound quality could not be verified during this analysis, which was limited in some respects due to the array being severed prior to receipt. However, this device had moisture content that exceeded the residual gas analysis test limit. Based on this, it is believed that this device was not hermetic. This older device configuration is no longer manufactured. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Correction: section e.1 additional information: section d.10 disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced sound quality issues. External equipment was exchanged and programming adjustments were made, however, the issue did not resolve. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.